Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l4-5, l5-s1 using rhbmp-2/acs at multiple vertebrae levels. Post operatively, patient suffered significant pain in the area of the fusion surgery and extremities. Reportedly, the patient had significant damage to the spine and received significant medical treatment. The patient never recovered from the surgery and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities.

Event description:
It was reported that on: (B)(6) 2005: patient presented with following pre-op diagnosis: degenerative spondylolisthesis, l4-5. Lumbar spondylosis and internal disk herniation, l5-s1. Patient underwent the following procedures: posterior spinal fusion with instrumentation, segmental, l4-5, l5-s1. Allograft cortical cancellous chips with bmp-2 for enhanced fusion rate. Image guidance system for improved pedicle screw placement. Intrathecal morphine injection at l3-4 postoperative pain control. Intraoperative pedicle screw monitoring. L4-5, l5-s1 anterior lumbar interbody fusion and anterior lumbar decompression and anterior interbody device. Left retroperitoneal exploration for l4-s1 anterior diskectomy and fusion. As per-op notes: transverse processes and facets at l4-5 and l5-s1 were decorticated. Pars was taken down at l4 and l5 to expose cancellous bone. Using local bone from facet as well as mixing this with allo matrix and bmp, which was packed into facet joints at l4-5 and l5-s1 bilaterally, the bone graft was placed in lateral gutters as well as facets. L4-5 was exposed, using distractor a structural allograft cage was placed at this level after it was packed with allograft bone chips a nd bmp. Same interbody grafting techniques were used at l5-s1 level.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were imp lanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.